Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had a no delivery alarm during manual prime. Customer's blood glucose level was 438 mg/dl. Customer's blood glucose level was going up, so they changed the infusion set and while filling the tubing, he received a no delivery alarm. Customer manually pushed the plunger very slowly and verified that the insulin exits the tubing. Customer stated that the insulin did exit. Customer ran a manual prime to at least 5.0 units and the pump did not alarm no delivery. Customer was advised that the pump is working as designed. Customer treated with the pump. No additional information provided.